Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for abdominal aortic aneurysm with bilateral iliac aneurysms using gore® excluder® aaa endoprostheses. A short time after the surgery, no pulse could be felt in the patient's left foot. Angiography showed thrombus occlusion below the left popliteal artery (anterior tibial artery, posterior tibial artery, and peroneal artery). Therefore, a thrombectomy was performed and blood flow was improved. The physician commented that the thrombus occlusion was possibly caused by intraoperative guidewire manipulation. It was reported that the causal relation with 18fr gore® dryseal sheath was not ruled out.